Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the event is assumed to have occurred due to the use of a high-frequency instrument without sufficient distance from the tip. The event 6 is detectable and preventable by handling device in accordance with the following IFU: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the tip cover is burnt. There was no patient involvement.